Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 50/56 mg/dl, for level high were 239/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00095 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on sep. 26,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(6) on 07/05/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00 pm after the end user received inconsistent readings from his prodigy diabetes meter. The end user was at a bus stop when the police noticed that he was acting strange with slurred speech and seemed intoxicated. The paramedics were called and performed a blood glucose test with their meter and the result was 42 mg/dl. The end user was given sugar gels and transported to the ER. Upon arrival to the ER his blood glucose was 58 mg/dl. He was given peanut butter, graham crackers and orange juice to stabilize his blood glucose level. Blood test were performed to check his kidney functions. After 6 hours in the ER he was discharged with a blood glucose reading of 163 mg/dl. He was also instructed to closely monitor his blood glucose levels. No additional details were provided in regards to this medical event.